Manufacturer narrative:
The hillrom technician found the control unit need to be replaced. Per the periodic inspection for the golvo lift (3en371001 rev. 5), section 10 instructs: press the emergency stop button. With the emergency stop button in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the control unit to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report stating that the emergency stop button was missing from a golvo 8008. The device was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint system as (B)(4).